Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.9-12.3cm and 11.9-12.5cm, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.1-10.1cm and 7.9-10.5cm from the distal tip. Internal insulation abrasion was noted at 34.5-34.7cm, 35.0-35.2cm, and 35.0-35.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed via fluoroscopy before a scheduled device replacement. The patient had been lost to follow-up for seven years. The lead was explanted and replaced. There were no complications and the patient will be monitored normally.